Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for the laparoscopic cholecystectomy using the subject device in combination with the videoscope ltf-s190-5, it was found that the display on the screen of the subject device became blackout when the power of the subject device. The user replaced the subject device to another similar device to complete the intended procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was not duplicated. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.